Event description:
Customer reported the collimator will not open. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib pcb, and reloaded cal files and collimator files. System operates as intended. This MDR is related to ge healthcare complaint number.